Event description:
A report was received that the patient's ipg had migrated and appeared to be superficial. The patient underwent a pocket revision procedure. The physician implanted two extensions and the patient is reportedly doing well.